Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was further described as the patient made a mistake. The patient was recovered five days after event onset (previously not reported). It was not reported if the patient was retrained on the proper aseptic technique. Device code (B)(4) was removed and replaced with (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection fortum (1 gm daily, ongoing, route not reported) and injection vancomycin (1 gm, after five days, ongoing, route not reported). The patient was discharged five days after hospital admission. At the time of this report the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.